Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm was not recognizing the instrument or drape. Tse confirmed there were no issues on the system logs. The customer stated that they attempted to replace the drape and installed an instrument but were still having issues. The customer was proceeding with using usm arms 1,2 and 4. The procedure was completing as a three-arm procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the usm 3 for failure analysis investigation. The usm 3 was analyzed and in log review, the 31010 error was found indicating sterile adaptor sensor missing, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the instrument test failed, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed by failure analysis.